Manufacturer narrative:
A complete investigation was not performed as no product code, lot number or sample was provided. Questions were sent to the author of the article. No response was received. The study concluded that the use of chimney grafts in selected aortic arch pathologies with involvement of supra-aortic branches is safe and feasible.

Event description:
Received an article titled: use of chimney grafts in aortic arch pathologies involving the supra-aortic branches published in the journal of endovascular therapy. The purpose of this study was to present a clinical experience with the use of chimney grafts in the endovascular repair of aortic arch pathologies involving the supra-aortic branches. Between april 2009 and january 2011, 9 patients had chimney grafts installed to the left subclavian artery or the left common carotid artery during urgent thoracic endovascular aortic repair (tevar). Per the article, procedural complications included adverse events associated with the procedure and follow up.